Manufacturer narrative:
Additional manufacturer's narrative: review of the manufacturing records verified that the lot met release requirements. Examination of the returned device revealed the following: the device was received in a sheath, which was not evaluated, as it is not a gore product; the distal shaft upon which the endoprosthesis is mounted was exposed 5.5 cm at the transition/proximal end, due to compression of the endoprosthesis toward the tip/distal end; the outer braided constraining line had been deployed, and approximately 1.5 cm of the inner braided constraining line was deployed resulting in partial device expansion; the endoprosthesis could be further deployed during the evaluation with tension on the deployment knob. Based on the device examination performed, no manufacturing anomalies were identified. All information has been placed on file for use in tracking and trending. A response letter was not requested. Lot number: (B)(4).

Event description:
The following was reported to gore: the doctor was treating an av fistula that was stenotic. Using a .018 guidewire and a 7fr sheath, the gore viabahn endoprosthesis was delivered to the target area. However, when the deployment line was pulled the device appeared to bow string. The device was removed and another gore viabahn endoprosthesis was successfully implanted using the same wire. The device was returned partially deployed.